Event description:
The reporter stated the surgeon indicated that an aa4203tl toric silicone single piece lens was defective. Add'l info has been requested from the facility but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found one haptic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusions: no conclusion can be drawn. Based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.